Event description:
Customer reported pinholes observed in tubing during priming on the day surgery unit of the hospital. Product was not on patient at time of event. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.